Event description:
It was reported to boston scientific corp, that in 2008, a corflo cubby low profile gastrostomy device, which had been placed about one month prior, was noted to leak. Reportedly, the device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.